Manufacturer narrative:
Follow-up #1 date of submission 06/27/2014-product analysis:the pump has been returned and evaluated by product analysis on 06/24/2014 with the following findings:the bolus button was found to be detached. Unrelated to the complaint, a battery compartment crack was discovered during evaluation and investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the bolus button was damaged and under-responsive. It was reported the damage occurred prior to the response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.